Event description:
It was reported that during implant procedure, the atrial lead exhibited low impedance. The lead was not used and replaced. The patient was in good condition and recovered well.

Manufacturer narrative:
UDI(di): (B)(4).